Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" was not confirmed. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated. The unit was tested and found to meet all specifications, including temperature assessment. The locking mechanism operated smoothly, and no problems were observed during testing. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was heating up. It is unknown if the device was used in surgery. It is unknown if injuries were reported. It is unknown if medical intervention was reported. There was no additional information provided.